Event description:
It was reported that high threshold and visual insulation damage were noted at a follow-up visit. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: lfl014864v no anomalies found; full lead returned for analysis. Analysis found the is-1 leg was not inserted fully into the device header, which may have contributed to the threshold difficulties.